Event description:
The customer stated that when he received a shipment of medical supplies, he found a bottle of test strips with the lid shattered. No adverse events were alleged. The test strips are to be returned as exposure to moisture can cause high test results. Replacement test strips will be sent.